Event description:
N/a.

Manufacturer narrative:
Investigation: details of the complaint were the following: ¿when starting deployment of the stent, the balloon burst and the doctor could not deploy the stent. They removed the stent and balloon. It was necessary to make a cut down for removing the stent.¿ no other details were provided. Multiple attempts were made to obtain additional information regarding the complaint and procedure to help determine the cause of the alleged balloon burst but no answers were provided. The device in this case has not been returned and photos have not been provided. A review of the inventory for this product lot of product shows that there is no inventory left to conduct testing on a companion sample. A device history record review was conducted on the finished good assembly level and on all sub assemblies down to the balloon tube assembly. This review verified that all product met the quality and performance requirements specified on each device history record. There was no on demand maintenance of associated manufacturing or test equipment identified around the time of manufacture and all equipment was in calibration. No significant design, material, procedural or process changes around the time of device manufacture have been identified. A complaint history, complaint trend, and CAPA review did not identify any related complaints, capas, or trends to specifically aid in the investigation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint, review of the device history records and investigation results the complaint cannot be confirmed. There is no evidence to conclude that the advanta v12 was at fault or manufactured with a defect that would have lent itself to the balloon rupturing or leaking during the procedure. Based on the results of the investigation the root cause is impossible to define. H3 other text: device not returned.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During procedure it was stated: when starting deployment of the stent, the balloon burst and the doctor could not deploy the stent. They removed the stent and balloon. It was necessary to make a cut down for removing the stent.

Manufacturer narrative:
Additional information: photos of the device were provided. The images provided show that the catheter shaft was in good condition and there were no signs of damage. The balloon appeared to have seen positive pressure only in the distal balloon cone and slightly into the dilatation zone of the balloon. The proximal balloon cone and dilatation zone do not appear to have had positive pressure applied. The stent frame impressions are very visable on the balloon surface and are indicative of a properly crimped stent. The details provided do indicate that the stent had been retrieved via a cut down.  Based on the images provided it is impossible to confirm if the balloon or catheter was leaking at the time of the attempted stent deployment.

Event description:
N/a.

Manufacturer narrative:
Additional information: sections a2, a3, b5, d9, d10 h6 & h10. Investigation: additional information was obtained from the user via gfe responses. The procedure was a fenestrated endovascular aneurism repair and the intended target was the celiac artery of the patient. The endograft used in the procedure was a custom made fenestrated endograft manufactured by cook medical. It should be noted that the advanta v12 covered stent has not been tested or evaluated for use in conjunction with endograft¿s or the anatomical location of the celiac artery. The provided details also indicate that there had been another advanta v12 covered stent implanted in the celiac artery prior to the advanta v12 in question being implanted. Upon attempting to withdraw the balloon catheter after the partial deployment of the stent the catheter became caught on the end of the 14french sheath and required a cut down to remove the catheter. The details also mention that the balloon partially inflated and the stent partially deployed preventing embolization of the stent. The user was asked at what pressure the balloon burst. The response from the user indicated that the balloon did not burst or inflate, indicating that positive pressure was never achieved during the attempted deployment. Upon inspection of the returned product, the initial findings from the photos were confirmed. It was clear that the balloon did rupture during the procedure as blood was on the inside of the balloon, the distal balloon cone was slightly open from positive pressure and the proximal balloon cone also slightly opened but less than the distal balloon cone and the surface of the balloon had very clear imprints of the stent frame that are indicative of a properly crimped catheter. The balloon surface was inspected using 10x magnification and a cut in the balloon was observed in the proximal balloon cone. The cut in the balloon was approximately 2mm in length and appeared to be a puncture but difficult to determine. In an attempt to inflate the balloon further the catheter was attached to a 20cc syringe and rapid positive pressure applied. The leak in the balloon was large enough that the balloon would not inflate any further. The details indicate that they did not feel that the balloon ruptured however, the investigation has confirmed that the balloon had ruptured. From the device investigations which show that there is blood within the balloon and a hole in the balloon, the complaint of partial deployment and a balloon leak can be confirmed. Based on the information provided in the complaint and the review of the device history records as well as the images provided and device evaluation, there is no evidence to conclude that the device was faulty or manufactured improperly. The cause of the hole cannot be definitively determined from the device investigation or details provided by the user. Appropriate investigation findings code: imdrf - c24 - malfunction observed without conclusive finding (malfunction was verified but no conclusive finding is available.)

Event description:
The procedure was a fenestrated evar, target of truncus coeliakus. The reported outcomes of the surgical cut down was aneurysm spurium, requiring additional checks.